Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. In addition, the customer received a cartridge alarm 19 during the load process. Customer's blood glucose level was approximately 400 mg/dl, which was addressed with a bolus delivery. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.